Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log files did not show any problems with the power supply. Upon troubleshooting, fse found that the main input power supply tripped in the control panel. Fse reset the power connections, and the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not power on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.